Manufacturer narrative:
(B)(4). Section d4: complete device identification information was not provided. Section h11: the subject z41002 autofeed chamber provided as part of the 950a81j adult ventilator circuit kit is currently en route to fisher & paykel (f&p) healthcare in new zealand for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in michigan reported via a fisher & paykel healthcare (f&p) field representative that a z41002 autofeed chamber provided as part of the 950a81j adult ventilator circuit kit leaked water after 4 days of patient use. There was no patient consequence.